Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The functional testing was unable to perform the self-test, a 21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, a 33 test and excessive no delivery test nor verify operating currents, failed battery test, no delivery alarm/occlusions and a 33 alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer also reported that the insulin pump was not able to complete the prime process. The customer stated that the drive support cap was normal. Customer also reported battery related alarms, and motor error alarm. Customer had a high blood glucose of 350 mg/dl to 500 mg/dl and and no form of treatment was reported. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.